Event description:
It was reported that the patient was seen in clinic for routine follow-up and the left ventricular lead exhibited loss of capture. Diagnostic imaging showed the lead dislodged. The patient was asymptomatic. On (B)(6) 2014, the device was reinterrogated and the lead exhibited normal function. No intervention was performed and the patient would be monitored.

Manufacturer narrative:
.